Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer who reported that I-stat cartridges yielded a discrepant hemoglobin result on a patient giving birth. There was no other additional patient information available at the time of this report. I-stat results (g/dl): 5.1, 4.4, 4.4, 4.4, 5.4, 7.1, 5.4, 7.1, 7.5. First result tested at 20:08, last result tested at 22:07 during operation. Coulter lx780 results (g/dl): 9.6, 11.8, 12.7, 12.7. First result tested at 20:30, last result tested at 23:01 during operation. There were no injuries reported with this event. However, the customer reported the patient was bleeding and was given a blood transfusion based on the I-stat hemoglobin results. The facility reported using both I-stat chem8+ and eg7+ cartridges during the procedure. Based on the information available to apoc at this time, there is no indication of a product malfunction. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 08/21/2014. Return and retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4). Cartridge information associated with the customer's reported event . Product name/ catalog #/ code: I-stat cartridge eg7+/ 03p76-25/ chl; 510k: k940918; lot#: n14050 lot expiration: 10/14/2014 mfg date: 02/19/2014; n14099, 11/28/2014, 04/09/2014. Product name/ catalog # /code: I-stat cartridge chem8+/ 03p91-25/ jgs; 510k: k053110; lot# j14121, lot expiration: 10/28/2014 mfg date: 05/01/2014.